Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit had no power and the rpm could not be checked. The motor, plug harness, and switch were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported during surgery the device made a strange noise and the motor stopped working leading to the graft attempt failing. This resulted in an additional graft needing to be taken. No other adverse events were reported as result of this issue.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during surgery the device's motor stopped working leading to the graft attempt failing. This resulted in an additional graft needing to be taken. No other adverse events were reported as result of this issue.